Manufacturer narrative:
Model- pump 72401110, lot sn- (B)(4), mfg date- 11/19/2012, exp date- 11/15/2017. Model- reservoir 72404161, lot sn- (B)(4), mfg date- 11/25/2013, exp date- 11/13/2018.

Event description:
It was reported that the patient experienced a replacement of an ams inflatable penile prosthesis(ipp) device to the entire device being damaged. A patient outcome was not reported. Further information has been requested and has not yet been received. Should additional information become available, a supplemental report will be submitted. Additional information received that the device was not working entirely and the patient was uneasy to inflate or deflate the device. The patient outcome was reported to be well.

Manufacturer narrative:
Review of the manufacturing records for batch 763738 confirmed that there was a total of 5 units started for this manufactured batch with no rework or scrap. Review of the manufacturing records determined that all of the 5 finished units were successfully processed. There were no non-conformances that occurred during the manufacturing process of this batch. It can be concluded that all the devices in this batch were manufactured per process and met all specifications. Ship history, labeling review and risk review not required per 92186855 wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. If further information is identified, the complaint will be reopened.

Event description:
It was reported that the patient experienced a replacement of an ams inflatable penile prosthesis(ipp) device to the entire device being damaged. A patient outcome was not reported. Further information has been requested and has not yet been received. Should additional information become available, a supplemental report will be submitted. Additional information received that the device was not working entirely and the patient was uneasy to inflate or deflate the device. The patient outcome was reported to be well.